Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The customer used the incorrect code chip when testing with this strip lot. Using an incorrect code chip can affect the accuracy of the results.

Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results using 2 different strip lots on coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 34521321. Refer to medwatch with patient identifier (B)(6) for information on strip lot 32264421. The customer got a result of 4.6 inr with strip lot 32264421 at 3:59 p.m. The customer didn't think this result was correct so she tested with strip lot 34521321 at 9:36 p.m. And got a result of 6.0 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The customer did not have any symptoms of a high inr. The customer skipped her coumadin dose based on both high results. She did not consult her doctor prior to making this adjustment. No adverse event occurred. The customer is in stable condition. The customer had the correct code key in the meter when she tested with strip lot 32264421. She did not change the code key when she tested with strip lot 34521321; the incorrect code key was in the meter at the time of the result with strip lot 34521321. The meter and test strips were requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.